Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on 31 december 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. Based on the information received, the cause of the reported event could not be conclusively determined.